Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased threshold during interrogation. X-ray confirmed the lead was dislodged. Reprogramming was performed. The lead was subsequently modified, and it remains in use. No patient complications have been reported as a result of this event.